Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) arrived on-site and found no failed icon. The station was rebooted, but a windows update initiated and became stuck at 15% despite multiple reboots. The fse reimaged the drive and performed a full sync to restore proper operation. The system functioned as intended after the field service engineer (fse) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed and required maintenance. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.